Manufacturer narrative:
(B)(4). Issued MFR report #: 300241687-2013-00027. Product reported is not distributed in the u.s.a. No FDA report required.

Event description:
Provider states arm lock, plastic broke off unit.